Manufacturer narrative:
(B)(4). Method: lens work order search. Result: visual inspection of the returned product found the lens in 2-pieces. The optic and both plate haptics are torn. Lens was returned in liquid. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review os: reportedly, a collamer one-piece iol (23.0 d) was explanted and exchanged for another collamer 3-piece (23.5 d) lens, three months postoperatively to address asthenopia (eye strain). No reported postoperative sequelae. It should be noted that there are many causes and underlying problems of strained eyes. The refractive error is just one of them. Even though the surgeon reported, that the lens was "mispowered" but decided to implant a lens of a different power as a replacement, it is very likely that user error (preoperative miscalculation) and/ or patient factor (preference for certain uncorrected distance) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reported stated the surgeon implanted a cc4204a collamer single piece lens in the pt's left eye (B)(6) 2013. The pt complained of decreased visual function in the operative eye due to poor vision/asthenopia from a mispowered iol. The surgeon decided to explant the lens. The lens was explanted on (B)(6) 2014. The previously created self-healing incision was opened and extended to remove the lens. The surgeon cut the optic to retrieve fragments from the eye. Another iol (B)(4) diopter was implanted and suture was required.